Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination and the patient did not clean the area before starting peritoneal dialysis. The event was manifested by abdominal pain and cloudy pd effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (2g for 2 days; frequency not reported) and intraperitoneal gentamycin (40 mg daily for fourteen days) for peritonitis. Dianeal therapy remained ongoing. Twenty four days after the event onset, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.